Event description:
The distributor reported that there was no power to the pump upon insertion of the battery. There was no reported patient impact associated with this complaint. Other troubleshooting detail was not provided.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2012 with the following findings: the pump black box showed no evidence of unexplained power events. The battery cap was not returned with the pump for investigation. A test cap was inserted and the pump was exercised for 24 hours without power issues. Unrelated to the complaint, the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Also unrelated to the complaint, the pump vibration did not function during testing; the pump was opened and the pins were not making an electrical connection to the pcb. This issue is not likely to cause an adverse event as the audible alarm function was found to be functioning and the pump would be able to alert the user of an issue.